Event description:
The customer's daughter reported via phone call that the insulin pump was not communicating with the meter. Blood glucose level at the time of the incident was not provided. The customer's daughter reported that the customer recently experienced blood glucose levels in the range of 500 to 600 mg/dl before receiving the replacement insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.